Manufacturer narrative:
(B)(4). Batch # m5469t. Additional information was requested and the following was obtained: can you please clarify when the staples "flew" out of the stapler? When the staples "flew" out of the stapler, did the staples fall out of the cartridge prior to closing the stapler jaws on the tissue? Did the cartridge fall into the patient? Did the device deliver any staples into the tissue? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? How was the procedure completed? Were there any patient consequences or changes in the post-operative care of the patient as a result of the event? Did the reload cartridge remain securely locked in jaws or did it move? Did the cartridge fall out of the device? What color cartridge was used? Will the device and cartridge be returned for analysis? Did the device cut fully? Were the staples that formed proximal or distal? What was done to address the issue intra-operatively? What was the relevance of the large appendix to the issue experienced? The staples flew out of the stapler after attempting to staple the appendix. The appendix was very large. The cartridge did not fall into the patient. The stapler deployed only a few of the staples and they were formed properly. The rest were in the abdomen. The staple line was not complete. The device did cut however the staple line was not adequate so the surgeon hand sewed the staple line. The event occurred on the first firing. The recovery was longer than expected as the surgeon was concerned as to the effectiveness of the staple line. He was detained in the hospital for several days. The reload cartridge remained securely locked. The cartridge did not fall out of the device. The cartridge was blue. The cartridge was returned to the company on 9/17. The device did cut fully and the staples formed on the distal end. The staple line was sutured to address the issue intra-operatively. There was no issue with the appendix in relation to the issue experienced. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.